Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle broke on a sensor that was inserted into the customer's body. The customer indicated that their blood glucose was unknown. Troubleshooting advised customer that the device would be replaced and to return the sensor for analysis.